Event description:
Additional information received indicated that the device was explanted. The patient was stable following the procedure.

Event description:
During a follow-up in clinic, the device was at the elective replacement indicator (eri). It is suspected that there was an overestimation of device longevity at the previous follow-up. Device replacement is anticipated and the patient was stable with no consequences

Manufacturer narrative:
Additional information: as received, the device was at elective replacement indicator (eri). A longevity calculation was performed based on the programmed settings and usage data and the calculation showed the battery depletion was normal. However, it was found that the longevity estimate given to the field by the programmer was incorrect. Further testing was performed on the device and the device was found to be normal; telemetry, pacing, sensing, impedance, high voltage (hv) output, hv shock, and patient notifier were tested on the bench and no anomaly was detected. The root cause for the inconsistent remaining longevity estimate near eri could not be conclusively determined.